Event description:
It was reported that the customer was taken to the hospital due to unexplained high blood glucose levels. The caller did not have the insulin pump with her at the time of the call, therefore, troubleshooting was not possible. Advised the caller to have the customer call for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.